Event description:
The chief technician at a dialysis facility is concerned that an apparent failure of the product divert system on a routine order could cause possible contamination of the product stream with unpurified water. This could have been caused by either the permeate divert solenoid or the aquamatic valve or both failing. The feed water being on the higher pressure side of the system could migrate into the permeate manifold causing the permeate conductivity to rise to a higher level to tds (total dissolved solids).